Event description:
Caller states the patient tested 5.0 inr on the coaguchek test system and 2.6 inr on a comparison lab. Coumadin was held due to device result, no adverse event reported. Requested return of suspect test system and replacement was sent. Coaguchek test system: strip lot 463a-d13, exp 6/30/08, cat/3116247.

Manufacturer narrative:
Suspect device: coaguchek test strip.